Event description:
The facility's biomedical engineering department reported that a failure 812:05 occurred on channel c while in patient use. No patient injury or need for medical intervention was reported. An unknown medication was infusing at 50ml/hr with a volume to be infused of 9.6ml. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding what medication was involved. No additional contact information was provided.